Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
The customer reported an issue of power supply failure during (pm) periodic maintenance. A repair quote was previously made for the malfunction of power management controller. The power management was replaced. An occurrence of check vent error, oxygen device failed, was confirmed in the error record previously in the quote. Pressure/flow volume/oxygen concentration accuracy tests based on the check sheet were performed as a functional test, but since no failure was found, it is assumed that the error was caused by an external factor such as the circuit. The previous quote was canceled due to a hospital matter, but now has decided to fix the unit. There was no patient involvement.

Manufacturer narrative:
G4:03dec2020 b4:(B)(6)2020. The customer's reported problem was that the unit could not be powered on. The issue was discovered during pre-use check. The returned power management (pm) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.